Event description:
Staff correctly positioned synergy body coil on a patient. A sheet separated the coil from the patient. During the exam the patient grasped the cable from the upper coil segment and held it during the scan. The exam was stopped per routine to check the IV and at that time the patient reported feeling a heated sensation in the wrist. The body coil was removed. Scanning resumed with no problems. The patient was examined by the md; wrist found to be only slightly red.